Manufacturer narrative:
Although a root cause cannot be identified, the data showed true amplification for the positive result. No systemic product problem with the reagent or hardware was identified. The discrepancy may be due to the different samples or the time between testing. It is possible that the original sample collection and the positive result were near the mid-point of infection and the repeat and the newly collected sample were at a later time of infection and the viral load had decreased past detection.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results for sars-cov-2 when using a cobas® sars-cov-2 & influenza a/b test kit for use on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2 and negative results for influenza a&b when tested on the cobas® liat®. A new sample from the same patient was tested on the same cobas® liat® and generated a negative result for all 3 targets (sars-cov-2 negative, influenza a&b). The recollected sample was also tested on a different platform (details unknown) and generated a negative result for all 3 targets (sars-cov-2 negative, influenza a&b). The positive results were reported out. No harm is alleged. Per FDA¿s eua guidance, 1 MDR will be filed.